Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The connector was separated from the power cord. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to power on.